Event description:
It was reported that diaphragmatic stimulation occurred on the left ventricular lead on the day of implant, and was corrected by reprogramming of the device. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood/body fluid on all conductors (not obstructed), there was apparent explant damage and the lead was stretched; partial lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that diaphragmatic stimulation occurred on the left ventricular lead on the day of implant, and was corrected by reprogramming of the device. It was further reported that the patient lifted heavy items and the lead pulled back and was causing diaphragmatic stimulation. During repositioning the lead came out of the coronary sinus. It was seen on the venogram that the vein was not patent. Since the patient had not shown improvement with cardiac resynchronization therapy (crt) pacing, the decision was made to explant the lead and not replace it. No patient complications have been reported as a result of this event.